Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, an attempt was made to deploy the bands; however, the bands did not deploy and got tangled on the other bands. The device was removed and the procedure was completed with a non-bsc device. It was reported that there was no difficulty experienced when setting up the device. A photo submitted by the customer confirmed the bands were overlapping with one another. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.